Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The biomedical engineer stated that he will run the ventilator on a test lung for a 48 hour period and contact the covidien cse if the problem recurs. The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred.